Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided following the conclusion of the investigation.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the info received, it appears most likely that during the resident's transfer from the bed to the wheel chair, the right leg clip of the sling detached from the spreader bar of the maxi move lift causing the resident's fall. It was indicated that the resident's right leg is in a brace. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. An on-site inspection found the sling worn and with unreadable label. This is not impacted on the performance of the sling when using according to the instructions for use (IFU), but this is an indication that the sling should be withdrawn from use and replaced. Also, the lift was found with some minor issues which have not an impact on the performance of the lift. If was indicated that "until functioned properly." The sling and the lift which work together as a system were found to have been to specification when the event took place. The sling and the lift were being used for pt care when the event took place and in that way contributed to the outcome of the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person on the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the pt. It is not likely to come off during on-label use. Based on the info gathered, the resident's right leg was in a brace during transfer. Our simulations show that from a horizontal position, the knee or thigh is under the clip, but cannot reach it. Only very rarely we are presented with an event description that makes note of a person in the sling marking or being prone to making specific movements. Even within those cases, it is rare that an actual link is made in the description itself that the resident's braced leg movement caused a clip to come undone. The clip to become completely detached there needs to be an add'l movement that pushes the clip outward, away from the hanger bar once it has been pushed upward. This does not appear to be a likely occurrence. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case), and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the pt is at the end of that transfer, put into a more upright, seated position before lowering to a chair, the weight shifts towards the missing clip strap and the person falls out. It appears more likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the resident was put into a more upright, vertical position before lowering to the wheel chair. If the labeling is followed, there can be no issue. However, it is possible for the caregivers t o not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. Per labeling, the user is obliged to monitor the clips becoming under tension when the weight of the pt is gradually being loaded on. The maxi move lift IFU supplied with the lift indicates and warns: to make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh rep. The training provided for the caregivers counts as insufficient and in that fact, all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labeling, with special attention to correct lifting procedure, check the sling and the lift before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.